Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had a storage space error and a discrepancy in the medication count, which prevented recovery. A field service engineer resolved the discrepancy to fix the issue. The system functioned as intended after the field service engineer recovered the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer had encountered a failure. The customer reported that due to this malfunction the user was unable to pull medication for a patient. There were no adverse events or injuries reported based on this incident.